Manufacturer narrative:
Based on the claim against the product by the customer noting the tenaculum forceps instrument's pin fell off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tenaculum forceps instrument's pin fell off, an investigation was completed to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's pin was detached. There was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument's pin attaching to the cable fell off. There was no report of fragment(s) falling inside the patient. A backup instrument of same kind was used to continue the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to use. There was no broken or loose cable. During the procedure, the instrument did not collide with any other instrument or tool. Port incision was not enlarged when removing the instrument. Inspection after removal found the pin to fix the cable had fallen out. The customer confirmed that no fragments / pin fell from the device while used within a patient. The procedure was completed robotically with no report of patient injury.